Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair surgical procedure, the site encountered 281 faults pointing to arm 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting and advised the customer hard cycle and emergency power off (epo) the system multiple times, however, the fault was still present following those recommendations. The tse attempted to log into the system to disable armnet 1, however, they were locked out. The tse brought in a second tse and together they were able to disable the armnet and have the customer power down. It was reported that upon start up, the system homed and patient side manipulator (psm) 1 was off. The site reportedly continued with the procedure with psm 2, psm 3, and the endoscopic camera manipulator (ecm). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) due to error 281. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure but the failure could be confirmed as having occurred via field error logs. A test drive in normal mode did not find any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. The following parts will be replaced as a precautionary measure: l4 switch and cannula junction board (cjb) printed circuit assembly (pca). No trouble was found with the psm.